Event description:
A customer contacted baxter's technical service center regarding a system error 2240 that appeared on the homechoice (hc) unit during dwell cycle. The transfer set broke and became disconnected from the catheter. The technical service representative (tsr) explained the message to the home patient (hp). The hp will inform the peritoneal dialysis nurse. The hc unit was operational. No patient injury or medical intervention was reported. The hp was contacted, and it was confirmed that the transfer set had broken and separated from the catheter. The hp woke up feeling cold liquid and jumped out of bed and clamped the catheter right away. The hp did not have the nurse on call phone number, so he went to the clinic when the nurse arrived. The nurse filled and drained the hp several times to make sure the fluid was clear. The nurse told the hp to let them know if he has any other problems. The home patient stated that he has been doing fine since this event.

Manufacturer narrative:
The home patient discarded the sample.